Event description:
It was reported that the customer was hospitalized with high blood glucose of 487 mg/dl, in a hyperosmolar nonketotic hyperglycemic state, while wearing her insulin pump. The patient's symptoms were that she was out of it and vomiting. Leading up to the hospitalization, the customer was in rehabilitation when she began to have high sugars, reportedly from a bent cannula. The patient was treated with insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).